Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). Customer reporting this issue was not able to provide a sample for further investigation and evaluation, due to no physical sample it is not possible to find a root cause of the issue. Test result(s): [ ] defect confirmed [x] defect not confirmed.

Event description:
As reported by user facility: inconsistencies between volume remaining on the pump and what is actually remaining in the vial was noticed, contributing to narcotic discrepancies and causing over/under infusion problems.